Event description:
It was reported that the patient was "ok" for the first few months. However, after the fourth month, patient began experiencing pain. The patient reported mild pain initially but the pain increased gradually that it needs to be replaced. He is scheduled for a revision on (B)(6) 2012.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.